Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's mother reported via phone call that the customer received an unexpected restart alarm on the insulin pump. Customer reported the insulin pump would rewind the reservoir and reset the time after the alarm occurred. Customer's blood glucose was unknown. The customer also reported a signal too low alarm in the alarm history. Customer stated the unexpected restart alarm was recurring during normal use. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.